Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05787. It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned. A 24mm watchman ® laa closure device & delivery system (wds) was advanced. The device was deployed, but did not meet release criteria and was recaptured and removed. An imaging sweep was performed and no evidence of pericardial effusion was noted. A 27mm wds was then advanced. The device was deployed, but also required a recapture. It was noted that the pigtail catheter had kinked a couple of times while in the laa, but never straightened out. After performing the second full recapture, a pigtail catheter was reinserted and position was regained in the left atrial appendage. An angiogram was done to confirm placement and extravasation of contrast into the pericardial space was noted. At that time, the echocardiographer noted a pericardial effusion on the transesophageal echocardiogram (tee). Anesthesia stated there was a drop in blood pressure and they were treating it with low dose vasopressors and the patient was stable. Echocardiographer measured the effusion to be around 1cm. They observed the effusion for 45 minutes on echo and it remained at 1cm with the patient remaining hemodynamically stable. Cardiac surgery was notified at time of effusion. After deliberation, a pericardial window was performed draining off approximately 150ml of blood from the pericardial space. The patient was taken to the intensive care unit where she remained in stable condition. The following day and the patient was reported to be doing well.

Event description:
The event was further reported via user facility report # (B)(4).

Manufacturer narrative:
Date of birth, patient sex, weight, weight (unit), describe event or problem, relevant tests/lab data, other relevant history, init reporter sent to FDA, complaint source(s): updated patient identifier: (B)(6). (B)(4).